Event description:
Patient was nasotracheally intubated, adaptor cap came off and when nasogastric tube was placed, nasal airway become became dislodged into rare. Dates of use: current. Diagnosis or reason for use: respiratory distress.